Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture discovered during surgery. Device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported right side rupture discovered during surgery. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaints are: rupture: broken device assessed as unidentified (tear) opening (shell thickness was within specification). Observed broken device assessed as surgical damage. And missing piece of shell assessed as inconclusive.